Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) changeout procedure the physician encountered a header / connector issue. The physician was unable to fully engage the superior vena cava (svc) defibrillation coil and right ventricular (rv) defibrillation coil df1 connector pins of the competitor right ventricular (rv) lead into the header block chambers of the device. It was noted that the rv lead df1 pins only positioned just beyond the set screw, enough to lock the pin but could not position pins fully into the chamber. The device remains in use. No patient complications have been reported as a result of this event.